Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe scale marking was defective. The following information was provided by the initial reporter: the customer (animal clinic) reported that the scale marking was defective. The actual sample was already discarded by the customer and is thus not available for investigation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe scale marking was defective. The following information was provided by the initial reporter: the customer (animal clinic) reported that the scale marking was defective. The actual sample was already discarded by the customer and is thus not available for investigation.